Event description:
The customer reported that the tube mount (connected to the lower telescopic tube, carrying the x-ray tube, collimator and alpha motor drive) fell down by its own. Nobody was hurt.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Manufacturer narrative:
The four m8 fixation bolts of the tube mount (connection to the lower telescopic tube, carrying the x-ray tube, collimator and alpha motor drive) were completely loose and has came off over time resulted that the tube assembly fell down. Investigation showed that the third party installation team did not apply a thread locker (loctite) and did not apply the required torque of 26nm to the bolts, which both are clearly described in the installation manual and would also need to be confirmed on a checklist by the installer. Each of those would have prevented the bolts from coming loose. The field service engineers added new m8 bolts, applied loctite 243 to the threads and tightened the bolts with a torque of 26nm according to the system manual installation instruction. All systems installed by the same team of third company were inspected with no failure found. (B)(4).